Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unplugged. A technical support specialist (tss) attempted to dial into the station. Upon follow-up via outbound call, the customer confirmed that the issue had already been resolved on their end and agreed to close the case.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not allowing users to login and this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.